Event description:
It was reported that the pta balloon got stuck in the sheath during retraction. The catheter and sheath were removed as a single unit without incident. Another balloon was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.